Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There are no signs of breaks/fractures at tip. Analysis showed the glass cap exhibits moderate devitrification at output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The outer flow tubing open end exhibits minor scratch marks. The connector cone, segments, and tabs appear in good condition and secured. Based on device analysis, there are no signs of break/fractures at tip. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke after 20,000 joules and 6 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed utilizing another fiber. There was no report of patient outcome.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke after 20,000 joules and 6 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed utilizing another fiber. There was no report of patient outcome.